Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that reservoir was no longer staying in reservoir compartment which was causing no delivery. Customer's blood glucose was 6.4 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received unable to perform displacement test due to physical damage. The insulin pump was missing the retainer, reservoir tube lip o-ring and with detached metal contact from battery cap. The insulin pump had partially broken reservoir tube lip, cracked case on the back at the battery tube area, cracked battery tube threads, cracked keypad overlay at the select button, minor scratched display window, minor scratched case, keypad overlay texture damaged, peeling serial number label, broken belt clip rail and missing the display window cover.